Event description:
New information on (B)(6) 2017 stated the patient was in stable condition post operation.

Manufacturer narrative:
Final analysis found composition of epoxy contamination on contact spring that may be traced back to manufacturing anomaly. Field complaint of capture anomaly may be resulted from the anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced two syncope episodes. The patient had experienced this episodes in a hotel and while driving. The patient was not permanently injured and presented in the hospital for a device change out procedure. Upon interrogation, the device exhibited loss of output. The device was explanted and replaced. No further information was available.